Event description:
The manufacturer received information alleging a simplygo oxygen concentrator was alarming and shut down. The patient was hospitalized for one day. The patient reported that she was given breathing treatments and steroids while in the hospital. The device was returned to the manufacturer's service center. The device battery was not returned to the manufacturer for evaluation. The manufacturer is unable to confirm the condition of the device battery. The manufacturer reviewed the device's stored data and found the battery to have been depleted several times causing an alarm to occur. The device was tested and found to be able to charge the battery as designed.